Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was 158 mg/dl. The customer was assisted with troubleshooting. The customer stated that the location of the leak was at top glass of rings. The customer states the other sources of the leak were from inside of the reservoir. Customer's outcome pertaining to the complaint. The device will be returned for analysis.